Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the bare platinum treatment arm. The pt is (B)(6) female who presented with a ruptured aneurysm in the right anterior communicating artery. The aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013, the pt complained of left sided weakness. An angiogram was performed and showed a right carotid dissection. A carotid stent was placed. An MRI was also performed and showed multiple foci of right frontal acute infarcts. This event is still ongoing and was reported as a serious adverse event due to the event resulted in life threatening illness for injury and resulted in permanent impairment of a body structure or body function.